Event description:
An endurant stent system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. No vessel morphology was provided. It was reported that an aortic tube was implanted across the renals where another manufacturer's peripheral stent had been placed inside the renals. The deployment was very precise and secure; however, the distal part of the tube looked very wide. After placement of a second tube distally (MFR report #2953200-2011-01035), there was no attachment to the first stent graft. It appeared as though one of the two stent grafts was not the correct size (either the first one was larger or the second one was smaller than the label indicated) or the first (proximal) tube had a weak stent ring that was providing no radial force. After inflating the reliant balloon with a 60cc syringe, there was still no attachment/sealing to the other stent graft. The control angiogram showed a type 3 endoleak. As the physician did not know which stent graft was the wrong size, and there were no correct stent graft available to solve the problem, the physician decided to leave the stent graft in place until a CT angiogram can be done in the next few days. It was reported on an unknown date, a valient stent graft was placed to successfully resolve the endoleak. No additional clinical sequence were reported and the patient is fine. Film evaluation: review of pre-implant, implant, and post-implant images show the two renal chimney stents extending from approximately 30 mm above the right side of the proximal endurant tube (#1) and into each renal artery. The proximal endurant tube #1 graft fabric is placed just proximal to the renals. The distal end (approx. 15 mm) of endurant tube #1 is somewhat expanded into the enlarged section of the aneurysm, and has separated from the proximal end of tube #2; this is most likely the area where the type 3 junctional endoleak has occurred. It is likely that the tube #2 is essentially constrained (oversized) within the aorta, and therefore cannot fully expand into tube #1. The distal end of tube #1 has expanded into the enlarged section of the aneurysm, which is clearly visible in the pre-op cta. Further investigation is pending.

Manufacturer narrative:
(B)(4). Results: (endoleak), (lack of information, further investigation pending). Conclusion: (lack of information, further investigation pending).